Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. Additional h3 investigation summary: it was reported that the suture was detached from the needle during suturing. It was received for analysis an empty labeled winding former, a detached needle and a suture piece of product code j433h, lot qcmall. During the visual inspection of the needle, the swage and attachment area were as expected, and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the ends of the suture were cut appears to be by use of the surgical instrument. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported ""the suture was detached from the needle during suturing"" please clarify: how many sutures were detached from the needle during this procedure? The sales rep reported 2 devices. Was the needle removed from the patient during the same procedure? No further information is available. Procedure date? No further information is available. Event date? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a urological procedure on an unknown date and suture was used. During the procedure, the suture was detached from the needle during suturing. It was not a control release needle. There were no adverse patient consequences reported. Additional information was requested.